Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a result of "390 mg/dl to 400 mg/dl" on the nano system and he was having symptoms of sleepy, dopey, and lacked energy. The paramedics were called and the blood glucose result was 116 mg/dl on their meter. The timeframe between the patient's meter result "390 mg/dl to 400 mg/dl" and the paramedic's meter result 116 mg/dl was not provided. The paramedics treated the patient with a sugar tablet. The patient was taken to the hospital and the blood glucose result was "lower than 116 mg/dl" on their meter. The patient was treated at the hospital for low blood glucose with an unknown IV. The patient was in the hospital for approximately 12 hours. Return of the suspect device was requested for evaluation.